Event description:
A non-health care professional reported that during an intraocular lens (iol) implant procedure, lens stuck in cartridge/lens would not advance and doctor was unable to engage the lens. There was no patient harm.

Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).